Manufacturer narrative:
An event of the paravalular leakage around the sewing ring was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An event of paravalvular leakage was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a patient underwent a double valve replacement (dvr) using a 27 mm masters series valve (mecj) in the mitral position and a 19 mm masters series valve (aecj ) in the aortic position. During the post-operative observation the physician found a moderate to severe paravalvular leakage around the sewing ring. The physician decided to re-implant the mitral valve with a new prosthesis. The patient did not experience any serious injuries. The 27 mm mitral valve was carefully explanted from the patient and a new 27 mm masters series valve (mecj) was implanted in the mitral position.